Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an unknown procedure, the shears came to the customer with a small hole in the blister, not identified on the receipt. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned inside its original package. The tyvek from the packaging was noted to have one hole near the handles area. During the evaluation of the packaging, it was found that the hole was caused from the outside in, the damage appears to be caused by a sharp or pointy device from the outside. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release and no sharp or pointy instruments are used during the packaging process. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the packaging process.